Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphadenopathy, lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, lymphoma-alcl.

Event description:
Healthcare professional reported left side "abrupt onset seroma, immunohistochemistry reaction: bia-alcl, cd30 positive and alk negative, and lymph node was removed as it was increased. The device has been explanted.

Event description:
Healthcare professional reported left side "abrupt onset seroma, immunohistochemistry reaction: bia-alcl, cd30 positive and alk negative, and lymph node was removed as it was increased. The device has been explanted.

Manufacturer narrative:
Additional health effect impact codes: f2203.

Event description:
Healthcare professional reported left side "abrupt onset seroma, immunohistochemistry reaction: bia-alcl, cd30 positive and alk negative, and lymph node was removed as it was increased. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.